Event description:
It is reported that the device was implanted in 2007. Post-op the device dislocated. Revision surgery occurred the following month.

Manufacturer narrative:
Evaluation summary: post surgery and pre-revision x-rays are not available for review. Patient weight is unknown. The reason for greater trochanter avulsion is not known. Patient activity level details may have provided some insight to the situation. Exact cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification.